Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 1.2 mmol/l. It was stated that the customer's most recent glucose reading was 9.9 mmol/l. It was stated that the customer was connected to the insulin pump during rewind/prime. Troubleshooting was performed. Reviewed the programming and found that the customer may be treating the blood glucose based on the sensor glucose reading. Advised the customer not to treat the glucose level based on the sensor glucose reading. It was stated that the reservoir showed the same amount of insulin that status screen showed. No further info was provided.